Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro fine plus¿ insulin pen needle had incorrect box color. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: one sealed 32g x 4mm pen needle carton and four photos were returned from lot. No. 6033510, cat. No. 320136. Visual examination of the returned sample and photos was carried out and discoloration of the carton was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause was supplier related.

Event description:
It was reported that bd micro fine plus¿ insulin pen needle had incorrect box color. No serious injury or medical intervention was reported.